Event description:
Pt alleges receiving breast implants on 12/5/84. She also alleges, "implants gone soft between 1993 to 1996, impaired immunity system, i.e. Colds, flu, flu, weight loss, constant illness between 1993 and 1996 and swollen breasts, 1996." Physician alleges, "right breast became swollen and painful; explored 3/25/96-prostheses ruptured on both sides -gel on right had liquifid and gushed from breast.' She had bilateral removal on 3/25/96 and replacement with devices of another MFR.